Event description:
The pump was returned for investigation. Investigation revealed that thread inside battery compartment is stripped and the display lens surface is cracked around the perimeter bezel. This report is made based on results of investigation completed on 12/03/2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/02/2013 with the following findings: the thread inside the battery compartment is stripped with evidence of a crack at the top of the compartment. There were no alarms related to complaint in history. The display lens surface was cracked around the perimeter bezel. The keypad symbols were worn. (B)(6).